Event description:
The manufacturer received a report that a trilogy 100 ventilator was returned for routine preventive maintenance. No patient harm or injury was reported. The device was evaluated at a manufacturer service center. The device log files were successfully downloaded and reviewed. Review of the logs identified a "vent service required" error associated with a permanent failure of the internal li-ion battery. An additional error indicating failure of the detachable battery was also identified. Replacement of both the internal and detachable batteries is required to correct the reported condition. During the evaluation, physical damage to the lcd screen was observed. The lcd screen, lcd backlight cable, and lcd ribbon cable require replacement due to the damaged/shattered display. Physical damage to the device handle was also noted and necessitates replacement. Additionally, the rubber feet were found to be missing and require replacement. As part of preventive maintenance, the blower assembly, overhead blower filter, and inlet filter were replaced. The outer enclosure was cleaned. The device is currently awaiting replacement parts for the internal and detachable batteries. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation, a follow up/supplemental report will be completed.

Manufacturer narrative:
The reported failure of the internal li-ion battery is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. The DHR for this device will not be reviewed at this time.